Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when in use during surgery, a zimmer sentinel reamer shaft shattered into many pieces. No foreign body remains in patient. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. . H6: component code: mechanical (g04) - drill. Reported event was confirmed due to the review of photos. Visual examination of the provided photographs identified that the reamer has broken into pieces. The shaft of the reamer shows signs of wear marks in the form of scratches. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.